Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the flickering image was due to a cable failure. Additionally, it¿s likely the cable failure was due to kink and knots on the cable. However, a final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm.the camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled.the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable.the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.the camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. The customer¿s allegation was confirmed. The inspection found a flickering image. Additional findings were found: a bad cable, kink and knots on cable and a broken connector tip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the hd camera head is plugged in, the screen was flickering and there was not a good connection. The intended procedure was completed with another similar device. The issue was found during preparation for use. There was no patient involved. There were no reports of patient harm.